Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling and/or use stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue was confirmed. It was observed, that multiple image guide fibers were broken. The following additional findings were also noted: leaking at the biopsy channel, small chip on probe surface with minor dents, and a scratch on the distal end of the device, foggy image, corrosion on the control section and a trace of fluid invasion in the device. And failure in the insulation continuity; due to water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, evis exera ii ultrasonic bronchofibervideoscope had a broken lens. There was no report of patient or user injury due to the event. Three attempts were performed, to obtain additional information regarding the reported event. But no additional information was received from the customer. The device was returned, and olympus repair center identified a whiteout image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.